Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a cautery hook on universal surgical manipulator (usm) 3 broke. The customer was trying to troubleshoot and remove the permanent cautery hook (pch) from the patient, but the hook was bent at an angle, and a broken piece was dangling from the instrument. The customer then decided to make the incision for the cannula larger to remove both the instrument and the broken piece from the patient without losing the broken piece inside. The customer was able to remove the instrument but noticed that a part of the broken piece was missing. The customer then re-entered the patient¿s abdomen and found some of the missing pieces. They were unsure if all the pieces had been found but planned to continue searching when they finished the call. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure the hook on the pch instrument was at 90 degrees. It is unknown what surgical task was performed when the issue occurred. The customer pressed e-stop before troubleshooting and attempting to remove the instrument. The instrument broke and fragments fell inside of the patient when the surgeon was attempting to remove the instrument through the trocar. The staff used a lap instrument and a catheter while removing the instrument to ensure the hook did not fall inside of the patient. After removing the instrument, the customer used a lap camera and inspected the area visually: no x-rays were performed. The customer found 2 black pieces. While attempting to match the broken pieces, it was suspected that a fragment(s) was missing. The customer could not find any more pieces after an extended search. The procedure was completed with no additional injury to the patient. The procedure was delayed for 30 minutes.